Event description:
Dx cath done by (redacted name) , (redacted name) was doing pci , 1 runthrough wire in 1 vessel lad and 2nd wire in diagonal vessel . Successful pci of lad , during wire removal from diagnola vessel wire got caught in stent in lad and radiopaque portion of the runthrough wire stripped off inside the diagonal /lad vessel .patient was hemodynamically stable , had some chest pain and back to normal . Diagonal branch closed ptca was done to diagonal vessel and integrilin drip started , establish the flow back in the vessel .patient was stable and transfered to ICU .